Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed an episode of possible intermittent t-wave oversensing on the right ventricular lead about one and a half months ago. No t-wave oversensing was seen on the current electrogram. No intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.